Manufacturer narrative:
The analyzer was within quality control specs. Controls were run once per daily. Controls were run before and after the incident and recovered within assay limits. Service was not dispatched for this event. Raw data analysis was conducted. Root cause, based on data analysis, is that the sample showed a slight of the monocyte population, which contributed to the final decision of the algorithm to label the cells as neutrophils. The sample was associated with instrument generated messages for the different parameter. Product labeling states: suspect messages are generated by internal algorithms to convey that a clinical condition may exist with a specimen based on an abnormal cell distribution of population. Beckman coulter recommends the review of results displaying a suspect message appropriate to your pt population and lab practice. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR represents event 2 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-01044, 01046.

Event description:
Customer reported erroneous differential test results were obtained for one pt sample when using the unicel dxh 800 coulter cellular analysis system. There were instrument generated flags for the differential parameters. The test results were determined to be erroneous based on the results of manual blood smear differentials. Erroneous test results were not reported out of the lab. No reports of death or serious injury and no affect to pt treatment as a result of this event. This event represents event 2 of 3 events reported by this customer for three separate dates.